Event description:
The complainant reported that while the physician was performing a pulmonary biopsy the forcep would not close inside the patient. The physician had to cut the forcep out and re-intubate the patient. Procedure was completed with new forceps. The complainant reported that there were no adverse effects to the patient as a result of the malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental med watch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. We will send a supplement when we receive the number. Our directions for use outline appropriate placement, access and maintenance procedures.